Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had high power following low flow alarms. The log file confirmed low flow and high powers. The primary system controller was exchanged, however, high powers were still recorded on the backup system controller. The log file also displayed three driveline disconnect events at the end of the file, which indicated the system controller exchange.

Manufacturer narrative:
The investigation confirmed the report of high powers following low flow hazard alarms via the log file. The returned system controller was functionally tested and found to operate as intended during analysis. Low flow conditions were induced and the system controller alarmed appropriately each time; no atypical low flow alarms captured. A root cause for the reported event was not determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.